Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. After the lens was inserted, the surgeon noticed the capsule was damaged. The lens was removed and replaced with an unknown iol. According to the surgeon, the lens did not cause the capsule damage, however the device was in contact with the patient at the time of the event, therefore it cannot be ruled out as a possible contributing factor. Additional information has been requested.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has segments missing. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.